Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of a sample. Assignable cause is unknown. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a slow flow supply alarm, which occurred on the homechoice (hc) during use during dwell 3 of 5. There were air bubbles in the tubing. The tsr assisted the hp with ending therapy and the tsr informed the hp to use manual bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During follow up the hp stated that the bag on the supply line only had a pin sized hole for solution to flow through. The hp stated he thought the air bubbles were caused by the hole on the bag was too small and did not allow the line to completely prime. The hp stated he has talked to his registered nurse (rn) about this problem. There was no patient injury or medical intervention reported.